Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) identified a software or firmware anomaly of an unknown cause. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s stimulation was delivered until the patient slept and that there was no stimulation when the patient got up in the morning. It was also reported the patient¿s implantable neurostimulator (ins) had ¿entered the state of oor (out of range).¿ impedance testing was performed and it was determined the implantable neurostimulator (ins) reportedly could not be used due to ¿abnormal impedance in all combinations of all electrodes;¿ all impedances were 40000 ohms or greater. It was stated that when measuring the impedance, the measurement autonomously stopped twice. A review of the patient¿s most recent impedance test found that ¿the impedance was normal¿ at that time. Though the connection check was performed several times, it was ¿unknown why the connection judgement (judgement that each electrode turned green or red) was not made even though it was displayed that all electrodes were correctly connected.¿ at the time of initial report, the patient¿s physician observed the cause of the event to be the product, noting it to be a ¿fracture of the lead or malfunction of the ins.¿ the patient reported they did not behave in a way that caused problems. Additional troubleshooting was performed on (B)(6) 2020 to determine the cause of the issue. The lead and ins were disconnected and reconnected at that time; however, the issue was not resolved. A connection check was then performed with an external neurostimulator (ens) and it ¿displayed normally¿ and the ¿impedance returned to normal range.¿ a connection check performed with a new ins also ¿displayed normally¿ and the ¿impedance returned to normal range.¿ the complex regional pain syndrome (crps) patient¿s ins was replaced as a result of the event. There were no further complications reported or anticipated.